Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The home patient (hp) had reportedly left a clamp open on unused supply line. Batch review was not performed since the lot number was unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) machine during dwell 3 of 4. The home patient (hp) had reportedly left a clamp open on unused supply line. The technical service representative (tsr) explained the alarm to the hp and assisted to clear the alarm. The tsr reviewed proper procedures with the hp per user manual, and advised the hp to start over with new supplies. No patient injury or medical intervention was reported. During a follow up with the nurse, the nurse stated that they had received the report from the hp regarding the event. Therapy was now going well and no adverse events had been reported since the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone. This was an incident involving a user error during therapy and there was no allegation against the baxter product; therefore the sample will not be requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.